Event description:
The physician was attempting to implant a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting in a patient. Negative prep was not performed. It was reported that the lesion was located in the mlad and the catheter was advanced and balloon was inflated, however, no stent could be seen on the fluoro. It was reported that the stent was present on the stylet unraveled. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (root cause of the slippage event is undetermined). (Negative prep not performed on device). (B)(4).